Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed electrograms (egm) with noise over sensing on all channels and some crosstalk from ventricular pacing that appears related to external electromagnetic interference procedure. There was also a signal artifact monitoring event with respiratory sensor termination algorithm. Impedances at the time of artifact detection were high, out of range at one vector but within range at another. A bipolar impedance was high, out of range. Presenting egm showed normal operation of atrial and ventricular sensing as well as clean channels. Exact time of the procedure and correlation to episodes was recommended to be investigated. As well as a device interrogation to make sure ra lead was not compromised. The ICD and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed electrograms (egm) with noise over sensing on all channels and some crosstalk from ventricular pacing that appears related to external electromagnetic interference procedure. There was also a signal artifact monitoring event with respiratory sensor termination algorithm. Impedances at the time of artifact detection were high, out of range at one vector but within range at another. A bipolar impedance was high, out of range. Presenting egm showed normal operation of atrial and ventricular sensing as well as clean channels. Exact time of the procedure and correlation to episodes was recommended to be investigated. As well as a device interrogation to make sure ra lead was not compromised. The ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.